Event description:
Allegedly removed due to tissue reaction.

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend for pha0-1232 lot no: 036329022. Device history record reviewed. Product not returned.(B)(4)

Manufacturer narrative:
Device #3:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00097, 00098.